Manufacturer narrative:
The initial complaint was reviewed and found not reportable. There is no indication that this device may have caused or contributed to the reported adverse event. Upon clinical review, it has been determined that this event occurred prior to the PMA date. This does not meet the criteria for an MDR reportable event. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. There is no indication that this device may have caused or contributed to the reported adverse event. Upon clinical review, it has been determined that this event occurred prior to the PMA date. This does not meet the criteria for an MDR reportable event.

Manufacturer narrative:
Report is for an unknown prodisc ¿c implant. (B)(4)) it is noted that the spasms were related to valium treatment, however is it unclear if valium treatment is associated with device / procedure. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a clinical prodisc-c study patient reported neck and upper extremity pain, along with spasms related to valium treatment, and a subcutaneous hematoma post anterior cervical fusion surgery with noted neck pain. This report is for an unknown prodisc-c implant. This is report 1 of 1 for (B)(4).